Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6)2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Of supplemental medwatch report 001 indicates: reportability awareness date 01/13/2019 of supplemental medwatch report 001 should indicate: reportability awareness date 03/04/2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was unable to confirm the reported inappropriate loss of power. Physio performed a voltage drop test on the device and observed that the device battery pins, battery wire harness assembly and the power pcb assembly needed to be replaced. Physio replaced the power pcb assembly, the battery wire harness assembly, and the battery pins then completed other unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery power cable assembly and the power pcb assembly. The excessive wear can cause an increased impedance path along the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop triggers the power fail detector circuit of the device. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.